Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter (serial (B)(4)). The serial number for the meter on the label did not match the serial number on the customer service mode of the meter. There was no record of tests completed. When attempting to check strip port in the customer service mode, the meter displayed e84 error, which was indicative of software error. Potentially, the software error caused the meter to reset the logbook and the languages. In some countries outside the us, customer information is not provided due to privacy laws. Sections were left blank as the customer's age, gender and weight were not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer's contour next link 2.4 meter was setup with wrong languages. The meter had no option for choosing german. It only showed options for english and spanish languages. Prior to the event, the customer was able to perform the blood glucose test. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.